Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the top universal seal was leaking pneumo. There was a 5mm scope inserted during the pneumo leak. The surgeon was completed with this device with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.